Event description:
Device report from depuy synthes reports an event in japan as follows: it was reported that on(B)(6) 2023, a percutaneous vertebroplasty (l1) for ovf trial balloons were inflated, and the volume reached 3.0 to 3.5 cc, they tore. Contrast agents leaked out of the vertebral body. The stent balloon on one side was also damaged during inflation. Procedure was completed successfully with thirty(30) minutes of surgical delay. No further information is available. This report is for one (1) vertebral body set/small- sterile. This is report 1 of 2 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d9: complainant part is not expected to be returned for manufacturer review/investigation. G4 (510k): device is not distributed in the united states, but is similar to device marketed in the USA. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history lot: part number: 09.804.600s lot number: 8237164 manufacturing site: unknown release to warehouse date: unknown part/lot combination are unknown at site tuttlingen, no DHR review possible. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.